Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Multiple venous air alarms occurred during a routine hemodialysis treatment with no air visible in the cartridge blood lines. Treatment was discontinued without performing rinseback due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing rinseback of the patient's blood. Evaluation of the returned cycler identified the root cause of the alarms as a loose cable at the venous air detector. This appears to be a random isolated event. The cycler has been in distribution for more than 3 years. The user's guide instructs the operator to perform rinseback in a timely manner when an alarm cannot be resolved. A direct correlation between nxstage system one and the reported blood oss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.